Event description:
The patient reported the insulin cartridge leaks insulin. The patient reported experiencing elevated blood glucose (value not provided). The patient also reported e4 (occlusion) error was displayed on the infusion device. No further information is available. The patient did not require medical assistance from a health care professional or other party to address the issue. The insulin cartridge is not available to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report. No product will be returned for evaluation.